Event description:
Additional information found it was further reported the patient¿s leg had been giving her ¿fits as far as pain was concerned.¿

Event description:
It was reported that the patient has not used the stimulator for many years. It was noted that the device helped with the pain going down the patient¿s leg but she thinks that it was no longer working or it has ¿gone dead.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708240 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3998 lot# j0437420v, implanted: 2004 (B)(6), product type lead, (B)(4),